Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation results and the information provided, it could not be definitively determined what foreign object remained in the device. There was no damage to the area where the foreign material was detected, and it is unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use: the instruction manual operation manual"cf-xz1200l/I, chapter 3 preparation and inspection" describes the methods for detection; the instruction manual reprocessing manual "cf-xz1200l/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)" describes the methods for prevention. Olympus will continue to monitor field performance for this device.